Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited an increase to high threshold values, and pacing failure was noted during a recent device check. The lead was programmed off. No patient complications have been reported as a result of this event.